Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Event description:
New information received noted the smoke and shut down were identified at a follow-up in clinic. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the programmer emitted smoke and then unexpectedly shut down. No changes or intervention was reported. There was no patient involvement.